Event description:
It was reported that a spectrum pump failed to display the downstream occlusion message during preventive maintenance testing. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the (reported symptom) which was not reproduced. During the eval, the downstream sensor current reading was out of specification with a fluid filled set loaded. The downstream pressure plate gap was also found to be out of spec. The device was calibrated to ensure proper occlusion detection.